Event description:
It was reported that during a da vinci-assisted myomectomy procedure the tenaculum forceps instrument had a defective screw. The procedure was completed using a back-up instrument with no reported injury. The tenaculum forceps is a multiple-use endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. Intuitive surgical, inc. (Isi) completed customer follow up and obtained the following information: the customer could not recall if the screw or wire was sticking out, but the or staff completed the procedure with no reported injury after swapping the instrument out. Aside from what was observed during the case, the customer could not recall if there was any damage to the instrument prior to use. Patient information was requested, but unavailable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. A review of the instrument logs confirmed the instrument was last used on: system serial - (B)(4), event date - (B)(6) 2022, and procedure name - myomectomy. A review of the site's complaint history was performed an no other complaints were identified for this instrument. No image or procedure video was provided for review. The instrument has been returned and evaluated by the failure analysis team. Based on the additional information obtained from failure analysis investigations, this complaint is a reportable event due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.